Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4).date sent: 7/20/2026.d4: batch#: 555d62.investigation summary:the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage along with an opened packaging and with a reload loaded in the device. The reload had the proximal 1 driver up and the remaining drivers down with staples present and the swing tab in the locked position. In addition, the reload deck was damaged on the outer side from the left side. The device was tested for functionality with a test reload and fired without any difficulties. The staple line was complete, and the staples met the staple form release criteria.the event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the cartridge deck is consistent with the device being clamped over a hard objectas part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished devicentlc75 lot number: 659d04; and no non-conformances were identified.a manufacturing record evaluation was performed for the finished device batch number: 555d62, and no non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.